Manufacturer narrative:
Limited information has been provided on this event to the manufacturer. The information received to date is of patient death the day after implant of carbomedics 19 aortic and the cause surgeon observed was stuck valve. The manufacturer has requested further information from the physician however the hospital is unwilling to disclose any further information or clinical data for this event. Device not returned to manufacturer.

Event description:
On (B)(6) 2017, the physician implanted mechanical carbomedics 19 aortic. On (B)(6) 2017 the patient died.

Manufacturer narrative:
A complete manufacturing and material records review for the device (sn# (B)(4)) has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer has requested further information from the physician however the hospital is unwilling to disclose any further information or clinical data for this event.